Manufacturer narrative:
Product event summary: the controller was not returned for evaluation. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of battery¿s manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned battery revealed that the battery passed visual examination. Functional testing revealed a cell pair which falls below the voltage threshold. Supplemental testing revealed that the battery had a faulty weld between one of the cell pairs. The battery was able to provide power to a controller during bench testing; as a result, the reported "did not provide power" event could not be confirmed. Review of the available log file report revealed that nine power disconnect alarms were logged since (B)(6) 2019 involving the battery. However, the raw controller log files were not available for analysis so the cause of the power disconnect alarms could not be determined. Considering that the battery had a faulty weld, the power disconnect alarms were likely caused by one of the cells falling below a voltage threshold. The log file report also revealed two controller power-up events, with associated pump start events, on (B)(6) 2019. The controller was without power for 17 seconds and 13 seconds, respectively. As a result, the reported power disconnect alarms and controller power loss events were confirmed. The reported communication error event could not be confirmed since the raw log files were not available. A power source lubrication procedure was performed on the battery on (B)(6) 2018. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. Based on the available information, the most likely root cause of the power disconnect alarms can be attributed to a lifted cell weld. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Additional products: (B)(6), d10: yes, return date: (B)(6) 2019 h3: yes dev rtn to MFR? Yes h5: no h6: FDA method code(s): 4112, 3331 h6: FDA results code(s): 120 h6: FDA conclusion code(s): 12. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-may-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 31-may-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after routine log file review, it was indicated that the battery had a communication error. The battery did not provide power, there were power disconnect alarms and few of them were associated with unexpected controller power loss. The battery was exchanged and the controller remains in use. No patient complications have been reported as a result of this event.